Event description:
It was reported that the device had no dc operation. Physio-control evaluated the device and found that it was losing power on ac or dc source. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.